Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and loosening of cement to implant interface can not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ¿unexpected high rate of revision of a modern cemented fixed bearing modular posterior stabilized knee arthroplasty¿ written by p. F. Lachiewicz, j. R. Steele, s. S. Wellman; published by the bone and joint journal published online/accepted by publisher 2021 was reviewed. The article's purpose was to ¿establish our early clinical results of a new total knee arthroplasty (tka) tibial component introduced in 2013 and compare it to other designs in use at our hospital during the same period.¿ patient data: mean age, yrs 63.8; sex, female/male, 19/135; mean bmi, kg 32.0 it is noted that implants in the study were depuy and non depuy. Depuy products: attune, pfc sigma, depuy smartset ghv 55, depuy smartset hv 16, depuy smartset gmv. Adverse events: aseptic loosening (debonding) of the tibial component (27 attune). Arthrofibrosis (10 attune). Patella problems (6 attune) . Instability (2 attune). Device revision or replacement (19 attune). Aseptic loosening (debonding) of the tibial component (2 sigma pcf). Arthrofibrosis (6 sigma pcf). Instability (9 sigma pcf). Patella clunk (1 sigma pcf). Patella resurfacing (2 sigma pcf). Device revision or replacement (13 pcf)."